Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There were visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) (3hours) was performed and there were no issues encountered. No fluid leaks in the test cassette during test. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The the post-ast 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. There were visual indications of dried fluid found in between the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. There was visual evidence of a clog in hp1, hp2 filters which is a related failure to the reported symptom code - air detected in cassette warning. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after treatment was cancelled. The patient first encountered an air detected in cassette message during fill 1 of 4. Patient also encountered a volume error warning in fill 1 of 4. When patient went to pull the cassette out of the machine, fluid was found inside the cycler in the pump module and on the exterior of the cassette. The patient was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was able to carry out manual treatments until the new cycler arrived. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after treatment was cancelled. The patient first encountered an air detected in cassette message during fill 1 of 4. Patient also encountered a volume error warning in fill 1 of 4. When patient went to pull the cassette out of the machine, fluid was found inside the cycler in the pump module and on the exterior of the cassette. The patient was advised by technical services to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was able to carry out manual treatments until the new cycler arrived. The patient received the new cycler and is able to continue pd treatment with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.